Event description:
It was reported to medtronic minimed that the customer experienced harm, with no reported allegation of a device malfunction, or unexpected battery power loss. The customer reported a blood glucose value of 285 mg/dl. The customer reported hyperglycemia treated with others. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved products mmt-7040a, mmt-342, mmt-1884, and mmt-441a. The customer reported high blood glucoses. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-441a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 with this report. The type of investigation, investigation findings and investigation conclusion codes have been updated to 4114, 3221 and 67 in the h6 section respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: device is not returning.